Event description:
It was reported that this right ventricular lead (rv) has been revised due to concerns of loss of capture (loc); and high capture thresholds. Further information has been requested. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.